Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports inflamed, red oozing sores on area where pap mask sits. Md recommended discontinued use of the soclean with their CPAP and the customer was prescribed .05mg cortisone.